Manufacturer narrative:
Initial report sent to FDA on 02/20/2009.

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the patient was brought back to or and a blood clot was found on the second firing of the staple line. The surgeon removed the blood clot and a small bleeder was noted. Repaired with laparoscopic stitch.